Manufacturer narrative:
(B)(4). Batch #: u94y4v. Additional information was requested and the following was obtained: no patient consequences. It was incorrectly packaged from ethicon. No patient consequences-incorrect labeling of product-hook instead of spatula investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample revealed that one eps06 device was returned inside its package unopened; upon visual inspection, the device was received with incorrect device packaged/labeling, the physical device received was an eps01 instead of eps06. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure the wrong device was inside the package.